Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes. The results of 442 mg/dl and 101 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported test strips are expired. It is unclear if the readings were taken before their expiration date.